Event description:
It was reported that the analyzer generated an error indicating that its backup battery was low and that backup pacing would not be available in the event of a power failure, despite a new battery having been installed. It was further reported that the analyzer was used, despite the message and that it did function normally other than the generation of the error. The analyzer has not been received into service. No patient complications have been reported as a result of this event.